Event description:
Pt admitted with a perforated diverticulitis and abdominal abscess. A drainage of the abscess and a sigmoid resection with a hartmanna pouch and colostomy was done on 04/2001. On 05/2001 the pt was taken back to the operating room for a dehiscence. The surgeon then reported "pds suture torn in the middle leading to the dehiscence".